Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown; product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820; serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the patient had difficulty connecting to the pump to deliver a bolus. The patient stated that it took three different tries, and the bolus still had not gone through. While on the call, the patient was able to successfully connect and deliver a bolus. The agent reviewed considerations and recommended patient close the ¿myptm¿ application after each bolus to optimize connection. The patient mentioned they have had issues with connecting from the very beginning and it would lag at the 90%. The agent walked patient thru the steps in the attached ¿ka¿ and the patient confirmed the lag issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that 'it goes to 90% and it sits there, and it takes a long time.' The patient stated that this has been going on 'ever since I've had it' when the agent inquired event date. The patient then stated that 'they (patient services) helped me one time with this, but I didn't write it (the steps) down,' the patient also inquired if they could put an alarm on their handset for every 2-3 hours to help them remember when to do boluses. The agent reviewed the considerations. The agent assisted the patient in clearing data. The patient mentioned that theytook down the steps as agent was reviewing.